Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported by the patient that they "received multiple shocks at one time" and that they understood this was "due to programming." It was also reported by the patient that they understood that their device was "double counting." The device is still in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that they "received multiple shocks at one time" and that they understood this was "due to programming." It was also reported by the patient that they understood that their device was "double counting." It was later reported that the device reached elective replacement indicator. The device was removed and replaced. No further patient complications have been reported as a result of this event.